Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a left knee revision due to pain, swelling, instability, multiple falls, effusion, and decreased range of motion. The surgeon noted the removal of adhesions throughout the knee. The tibial tray, femoral component, and patella were all well-fixed. The patella was not revised. The surgeon indicated dislocation as a post-operative diagnosis, however, there is no mention of dislocation within the revision operative procedure note. The surgeon also noted a bone fracture of the posterior medial portion of the tibia during removal of the tibial tray. Two depuy cements were used during the primary operation. Doi: (B)(6) 2017 dor: (B)(6) 2018 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.